Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after a diagnostic procedure. Reportedly, the proglide device was advanced and deployed. The foot was parked and when removing, resistance was felt. After removal it was noticed that tissue was present inside the parked foot and bleeding continued. Manual arterial compression was applied to achieve hemostasis; however, a distal pulse was not present. A femoral angiogram was taken and revealed a clot in the right common femoral artery at the access site. A 7fr sheath was placed, in the right common femoral artery. A countralateral approach was used to balloon, stent and perform a thrombectomy to successfully remove the clot. There were no other reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Based on the condition of the returned device, the reported complaint was confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.